Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient's system was exhibiting an increase in shocking impedance measurements. It was reported that the sensing and thresholds were fine. The patient was brought in for evaluation and a commanded shock was performed and a normal shock impedance measurement was observed at 37 ohms. The physician opted to reopen the pocket for further evaluation and it was stated that the distal pin fell out when the physician pulled on the lead. The lead was reinserted and impedance measurements were between 40-42 ohms during shocking lead impedance testing. Additionally, while the pocket was open the physician opted to move the patient's generator subpectorally as the patient is very thin. No further adverse patient effects were reported.